Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that its been helping with their bowel and are no longer having the symptoms they were having. They had bladder symptoms prior to getting the device, but was on medication. Their bladder symptoms had gotten worse within the last 3-4 months. Reviewed device function. The patient was redirected to their healthcare provider to further address the issue. Patient was taking ozempic when the bowel symptoms started and is no longer taking ozempic. Reviewed option to turn stim off and see if bowel symptoms return. Additional information was received from the patient. They reported that they were still having bladder issues and wanted to see if the device could work for both bladder and bowel. They have had the bladder issue for quite awhile and they think it was getting worse. They had tried medication in the past, but it didn't work well. They used to have a little problem, but nothing bad and it took awhile to get it to work, but they didn't know if it could also control their bladder. Reviewed therapy information and general programming guidance. The patient confirmed they were not having diarrhea at that point in time and they were getting the relief they were looking for in regards to their bowel. They inquired if it would be different if they adjusted the program and if the diarrhea would come back and the bladder would stop. Reviewed information and walked patient through how to increase stimulation. They will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists. Additional information was received from the patient. The patient called back and reported that "all of a sudden" they were starting up with the diarrhea again. Patient stated they also needed the therapy for the bladder but it was needed for the diarrhea. Patient stated their current program (program 2) seemed to be helping their symptoms but now they needed to increase and they couldn't remember how to do so. Patient services walked the patient through connecting to their settings. The therapy was on at 6.4 ma. Patient increased the stimulation to 6.6 ma. Patient said they had no pain and they did not feel the stimulation. They stated they never felt the stimulation in the past either. Patient to monitor their symptoms now that a change had been made. Patient services redirected the patient to follow up with a healthcare provider (hcp) to discuss other programs if they found the therapy still wasn't helping and also reviewed battery longevity considerations with the patient. Patient stated they hadn't seen their implanting hcp in over a year and a half but noted they may reach out to their hcp to discuss programming considerations with the patient. Patient checked their ins battery status at the time of the call and it showed "ok" and had a green checkmark. Patient was leaving for a cataract surgery at the time of the call. Patient services reviewed compatibility guidelines with the patient and reviewed with the patient how to turn the therapy off. Patient stated they'd never known to turn the therapy off for a procedure and was concerned because they'd had 3 stents, 4 "tees" and 3 ablations and they'd never turned the therapy off in the past and stated "this is so much trouble I had no idea". Patient services provided the patient with the technical services phone number to provide to their care team and patient to bring their external devices with them to the procedure. Additional information was received from the patient. The patient called back repeating previously reported symptoms. Patient stated they had the device prescribed to treat diarrhea, not urinary issues. They are still having some issues with diarrhea and not able to make it to the bathroom in time before they are incontinent. Patient asked if they should seek care from a gastroenterologist for the fecal issues. Agent recommended patient follow up with the doctor who implanted and prescribed the device if possible, as they will be in the best position to manage therapy and respond to patient's medical questions. Agent reviewed role of staff, and general theory and use of therapy, programming, and indications.